Event description:
It was reported that a substance was coming from the inside of the saw. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was received by stryker (B)(4) and was reviewed by a bench engineer. Signs of improper cleaning and sterilization were found. The device will be repaired and returned to the customer.